Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon was using the device to remove a large gallbladder when the bag tore under tension. The surgeon enlarged the incision by about an inch to get the specimen out. She also crushed the stones in the bladder to minimize the size of the specimen. Current patient status is recovering. No other known adverse events reported.